Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an infection. In the interim the patient wore a lifevest. Subsequently, this patient was implanted with a subcutaneous implantable cardioverter defibrillator system. This ICD has not been returned at this time. No additional adverse patient effects were reported.